Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 2 patients tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. Based on the data provided, the results for 1 patient were erroneous. The erroneous result was reported outside of the laboratory. The initial troponin t hs stat result provided was 0.013 ng/ml. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2016 the sample was re-centrifuged repeated in a hitachi cup and the result was 0.024 ng/ml with a data flag. This result was believed to be correct. Additional troponin t hs stat results were provided that also occurred on (B)(6) 2016. The initial result at 1:00 p.m. Was 0.022 ng/ml. In a sample cup the result was 0.026 ng/ml. It is noted that a second sample 6 hours later was negative. Additional results of 0.011 ng/ml at 8:30 p.m. And 0.010 ng/ml at 8:31 p.m. Were provided. These results are noted as being both repeats and results from a second sample. It is unclear if these results are for a different patient or the same patient. It is unclear if these results are from the same sample or a different sample. Clarification on the additional results was requested but not provided. No adverse event occurred. The troponin t hs stat reagent lot number was 138684. The expiration date was not provided. The field application specialist (fas) visited the customer site and ran 4 samples in triplicate. The results were reproducible. The fas identified dirty probes on the rinsing station and cleaned the rinsing station. The measuring cell was also changed. A specific root cause could not be identified. The issues with the rinse station and measuring cell that were resolved by service actions could not be excluded as possible causes.